Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. An alert for shorted output stage detection was received during device interrogation. The device was tested on the bench, and the high voltage output circuitry was found to be damaged. The cause of the damage output circuit could not be determined. (B)(4).